Manufacturer narrative:
G.4. Date received by manufacturer: 7/10/2020.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a damaged or open unit seal/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: a plunger cap was separated from the plunger rod before use.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a damaged or open unit seal/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: a plunger cap was separated from the plunger rod before use.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that a plunger cap was separated from the plunger rod before use. The syringe was returned with the plunger cap and plunger rod separated from the barrel. No defects were observed on any component of the returned sample. A review of the device history record was completed for batch# 9231316. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200842714] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a damaged or open unit seal/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: a plunger cap was separated from the plunger rod before use.